Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Event description:
The patient reported the alginer edges are very sharp and cutting under their tongue and causing irritation on their upper gums. They also stated they fit very tight and make their teeth hurt whenever they are not on. Patient was advised on tips for better comfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.